Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review. The event log displayed a few strings of power cable disconnect / low power hazard alarms while tethered on the mobile power unit (mpu). There was no interruption in pump support during these events. It was noted by the staff that the mpu was thought to have the v-lock connector on the ac power cord, however this was not confirmed. The cause of the power cable disconnect was not known.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power event while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The heartmate mpu (serial number (B)(6)) was not returned. The submitted controller event log file contained relevant data spanning approximately 11 days at an unknown date and time due to the controller clock being reset to the default timestamp. The log file captured a loss of external power while connected to the mpu at an unknown date and time due to the clock not being set to the correct timestamp (30mar2000 from 13:26:12 ¿ 13:26:15), per the log file timestamp. During this time, the log file captured low voltage hazard and power cable disconnect, alarms due to the relative state of charge (rsoc) and bus voltage in both power cables measuring below the minimum voltage threshold. The alarms resolved when the rsoc and bus voltage was restored to its expected voltage threshold. This event appears to be consistent with a loss of ac power. Pump speed was not affected by the alarms and the backup battery was able to support the system when external power was lost. Provided information stated that the serial number of the unit is (B)(6) and it is unknow what the cause of the no external power alarm was. Additionally, the mpu was not exchanged and remains in service. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.